Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose with blood glucose value up to 500 mg/dl. The customer's blood glucose was at the time of incident it was 340 mg/dl, current blood glucose is 427 mg/dl. The customer treated high blood glucose with insulin pump. The customer was neither hospitalized nor admitted for high blood glucose. The customer reported that infusion set's cannula was bent. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.